Event description:
It was reported that during a laparoscopic myomectomy a harmonic was used for 45min before an error message ¿clean jaws¿ appeared. They removed the device and cleaned the jaws but this error came up again shortly after. They then received an error message to replace the instrument. They opened another harmonic and used it for about 10min before another error ¿replace instrument¿ appeared. They opened a third harmonic and the same error ¿replace instrument¿ came up after only one activation. At this point they decided to convert to open because of the time lost changing devices and get hemostatic control. They successfully completed the case open using conventional methods and the patient is doing well. However, there was blood loss (volume unknown) because of the harmonic error messages. They didn¿t use any surgical clips and no reported activations on metal instruments. The same gen11 was used for each harmonic. This was a routine lap myomectomy and they were transecting uterine serosa. The harmonics were activated using the front button. No reported post-op complications. Patient recovering well. This report is for the 2nd device.

Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: what was the indication for the myomectomy? Fertility/abnormal bleeding. What type of uterine manipulator was used in the procedure? Valtchev, although it came out partway through the procedure. Were the users able to confirm there was no contact between uterine manipulator or any other hard objects? I can confirm there were no hard objects. Were any unusual sounds heard during the procedure? None except the tone that indicated we needed to clean the instrument, etc. Was the tissue the devices were used on unusually thick, hard or fibrotic? No. Were any alternative energy sources considered prior to the decision to convert to open? We tried a monopolar but it was quite smokey so we couldn't see well enough how was the procedure completed? Open. What is the patient's current status? Good. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 8/30/2022. D4 batch #: u79051. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the harhd36 device was returned with no apparent damage. During functional testing on gen11, an alert screen was displayed. The device will stop activating when the blade becomes damaged. The device was disassembled to inspect the blade and a crack was located at an area inside the tube proximal to the tissue pad. This is consistent with a side load being applied to the blade while active with the jaw closed. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as "remove instrument from patient" or ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. No conclusion could be reached as to how the blade crack issue occurred. Due to the condition of the returned device, we were unable to test for the reported tissue effect issues. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications.